Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during pt use. The covidien customer support engineer (cse) inspected the device and found the ventilator had u-level software installed. The cse proceeded to replace the breath delivery (bd) central processing unit (cpu) and download ak-level software. The unit passed extended self-testing.